Manufacturer narrative:
The insulin pump was received with operating currents within specification. The pump passed the self test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, the pump was unable to prime during prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The pump was received with a missing end cap sticker, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she just changed her site and her blood glucose was 481 mg/dl at the time of the incident. Customer stated that she changed her site twice and was sitting and watching tv. Customer just treated with a shot. Customer stated that the cannula was straight and the pump passed the high pressure test. Customer was advised to do a complete set change. Customer was advised that the pump will be replaced due to the missing dome sticker.